Manufacturer narrative:
(B)(4). The device was evaluated on site by baxter personnel, and the reported problem of a damaged battery was confirmed and reproduced. The battery harness and main battery were replaced to correct the reported problem. If any additional information becomes available, a follow-up report will be submitted.

Event description:
The facility representative reported a colleague infusion pump with a damaged battery. This condition had the potential to interrupt delivery. It is unknown where and during which step of the process the reported problem occurred. There was no patient involvement; therefore, there was no injury or medical intervention recorded. This device is a colleague pump with a user interface module software version that is currently unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). After further investigation by quality engineering, the assignable cause for this condition was assigned to use/user error.